Event description:
Customer reported issue with pump screen not detecting taps from patient.. There was no adverse impact to the customer's blood glucose level. Customer declined support from technical support.